Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported in a supplemental report. Since the product is unknown, the manufacturer could not be confirmed. Still implanted in patient.

Event description:
A female patient reported that in 1998 she had a procedure done at (B)(6). Per the patient, stryker ¿bone source¿ was allegedly utilized during her surgery. Years later, she alleges that she was diagnosed with an auto-immune disease. Patient is inquiring on the ingredients contained in stryker ¿bone source¿ so she can report to her neurologist with her findings. Several attempts to get additional information from the patient (including product labeling) have been made. Efforts have not been successful as patient has not responded to repeated requests. Therefore, no confirmation is available as to the specific products used during the 1998 surgical procedure.